Manufacturer narrative:
Siemens investigated an outside the united states (ous) customer report of a discordant (elevated) atellica im ca 19-9 patient result with lot 539 relative to alternate test methods. Siemens reviewed customer calibration and quality control (qc) data, and there is no evidence of a problem. Instrument performance and lot specific issue was ruled out because of the repeatability observed during customer troubleshooting, where results were similar atellica im across analyzers and different reagent lots. The customer was not able to provide a list of patient medications/supplements. The customer did not provide sample material for further investigation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. The expected values section of the atellica im ca 19-9 IFU indicates 60 ¿ 75% of samples from patients with gastrointestinal (pancreatic, colorectal, biliary) malignant disease recovered >37 u/ml, so 25 ¿ 40% of samples from gastrointestinal malignant disease patients will not be elevated for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: the assay is not supposed to be used as a screening test or for diagnosis. Elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Based on the available information, the cause of the event cannot be confirmed. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed initial MDR 1219913-2024-00408 on 13-sep-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer has observed a discordant (elevated) atellica im ca 19-9 patient result with lot 539 relative to alternate test methods. Initial results were reported and questioned. Corrected reports were issued. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of a discordant (elevated) atellica im ca 19-9 patient result with lot 539 relative to alternate test methods. Initial results were reported and questioned. Corrected reports were issued. There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.